Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the jaws of the force bipolar instrument were frozen. It was noted that the force bipolar instrument jaws were grasping tissue and would not open. The surgical staff had to use an instrument release kit (irk) to release the force bipolar instrument from tissue. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. An irk was used to safely release the patient tissue. It was confirmed there was no patient harm, injury or adverse outcome. The instrument was reportedly sent back to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure. The procedure was performed on a 50 year old male who was born on (B)(6)1970 and weighed 71 kg. No additional patient-related information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not repliate nor confirm the reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No misalignment of grips, conductor wire damage, cable damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The instrument was fully functional. The electrical continuity test passed.